Event description:
Routine complaint investigation, when a consumer reported receiving imprecise sequential readings within a five minute time frame, on the precision qid blood glucose monitor. The values exceed the parkes error grid and so, could not be plotted. The difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested. A follow up report will be filed.